Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went to clinic with intermittent low voltage advisory alarms while on batteries and the mobile power unit at home. The battery clips were switched out the backup set and the alarms continued. Alarming was noted while on wall power in the clinic. After multiple troubleshooting efforts, the alarming resolved with the modular cable, system controller, and battery clip exchange. It was additionally reported that after exchanging the clips and the controller the alarms continued.

Manufacturer narrative:
B5 - narrative information added. H6: codes corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that exchanging the faulty clips and batteries resolved the issue.

Manufacturer narrative:
Section d9 - corrected manufacturer's investigation conclusion: the heartmate 3 modular cable, lot number: 10665342, was returned for evaluation following the reported event of low voltage alarms. The reported low voltage alarms are addressed within the 14v battery and battery clip investigations. Information provided stated that the low voltage alarms resolved following a system controller, modular cable, and battery clip exchange on (B)(6) 2025; however, additional information later determined the cause to be the 14v batteries and clips. Log files were submitted for review, and data from the event was reviewed. The data in the log files did not indicate any issues with the modular cable. The pump maintained a speed within the expected range without any issues while the driveline was connected. The modular cable was tested with the returned system controller on a mock circulatory loop and was found to function as intended without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. The integrity of the internal wires of the returned modular cable was tested, and the modular cable was found to have low insulation breakdown between its communication wires. The outer jacket and underlying layers were removed for inspection of the underlying wires, and the wires were found to be unremarkable. The modular cable wires were set to a high potential and submerged in saline to increase the effects of insulation breakdown. A small area of breakdown was found within the communication a wire's insulation. This would not cause the reported alarms. The reported event could not be correlated with an issue with the returned modular cable. There were no functional issues found with the returned modular cable. The investigation also found wire fatigue which was noted by the insulation breakdown on the communication a wire. The relevant sections of the device history records for the heartmate vad modular cable, lot number: 10665342, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. An are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 lvas IFU section 2 entitled ¿system operations¿ and heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ state that damage to the electrical wires inside the driveline is not always visible. The user should be alert for signs of damage, including fluid leaking from the external portion of the driveline. Heartmate 3 lvas IFU section 6 entitled ¿patient care and management¿ and heartmate 3 patient handbook section 4 entitled ¿living with the heartmate 3¿ instruct the user to check the driveline daily for signs of damage. Heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including driveline communication fault alarms. Additionally, instructions regarding driveline care are found in sub-sections entitled "what not to do: driveline and cables". The heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 lvas IFU section f entitled ¿safety checklists¿ and the heartmate 3 patient handbook section 10 entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was noted that after exchanging the battery clips and the system controller, the alarms continued. The patient returned to the clinic on (B)(6) 2025 with continued low voltage alarms while on new battery clips and fully charged batteries. The patient was experiencing intermittent no external power alarms while connected to the batteries in the clinic. The patient was attached to an ungrounded patient cable and the alarms resolved. Log files were submitted for review and captured low voltage events throughout the log while using battery power. There were no external power alarms. It was noted that low voltage alarms are likely unrelated to the driveline and using a non-grounded patient cable would make no difference in these types of alarms. Exchanging the faulty battery clips and batteries resolved the issue.